Manufacturer narrative:
Concomitant medical products: non-bd extension set attached and 250ml exactamix baxter bag (B)(4), amino acids 4%/dextrose 10% with calcium and heparin, therapy date: (B)(6) 2017. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a bag of tpn was infusing and leaked into the patient's bed. The nurses could not determine where the leak came from. There was no patient harm.

Manufacturer narrative:
The failure investigation determined that the cause of the leak was a crack in the female luer body of one of the fuses on the non-bd tri-fuse set, therefore this complaint is no longer reportable.